Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "upstream sensor did not pass" was not reproduced. The device was tested for upstream occlusion and upstream air test with passing results. A review of the event history log revealed upstream occlusion messages however, upstream occlusion detection test failures cannot be identified through log review. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as the ultrasonic fluid numbers were found close to being out of calibration (low) which is a potential cause of the reported issue. The ultrasonic sensor will be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not pass upstream sensor testing. There was no patient involvement. No additional information is available.